Event description:
It was reported that this implantable right atrial (ra) lead was explanted due to unknown reasons after two years in service. There were additional adverse patient effects reported. Attempts to obtain additional information were made but there are no details available, as the patient was implanted with a device from another manufacturer. It is unknown if the lead will return for analysis.